Manufacturer narrative:
The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with no audible alarms and failed the self test. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump audio feature does not work. The self test failed for the audio feature. Customer's blood glucose was 106 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.